Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 7070348.

Event description:
It was reported that the patient developed an infection at the ipg site. Symptom of discharge was noted from the ipg site. The physician believed that the infection was not device related and no device malfunction was suspected. All device components were explanted and the patient was placed on antibiotics. The patient was doing well postoperatively. The explanted devices will not be returned.